Manufacturer narrative:
One tb-0535fc type s with the actual lot# kr859174 imprinted on the handle, and its packaging lot # kr857495 was received and evaluated for ¿received a circuit error, then the tip fell off¿. Visual inspection as received condition was performed on the device; there is some tissue build up on the device. The ptfe pad (teflon pad) was inspected and found to be slightly worn but still intact, with no metal exposed. The jaw (grasping section) gold color insulation has a scrape mark. The probe was completely broken off and the broken piece was not returned. The missing fragment is approximately 16 mm in length. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509 displayed on the usg-400. Both switches were checked and found to be functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The cause of the damaged probe is most likely due to the probe coming into contact with a hard and metallic surface, or applying too much pressure during activation.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be forwarded the agency.

Event description:
It was reported that the customer received a circuit error during a total laparoscopic hysterectomy with a thunderbeat device. The hand piece was removed and the tip fell off after the user pulled the device from the patient.